Event description:
Pt had laparoscopic hernia repair at this hospital (B) (6) 2009. The pt returned for difficulty with healing and required repeat surgery (B) (6) 2010 for open repair of incarcerated recurrent inguinal hernia with mesh and removal of old mesh; pt tolerated the procedure well and was discharged (B) (6) 2010. The pt required readmission (B) (6) 2010 for wound infection; pt was discharged (B) (6) 2010 with plan to follow up at outpatient wound care ctr.